Manufacturer narrative:
Citation: konstantinos c. Koskinas. Post-procedural troponin elevation and clinical outcomes following transcatheter aortic valve implantation. J am heart assoc. 2016 feb; 5(2); e002430. Doi: 10.1161/jaha.115.002430 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding troponin elevation following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2007 and 2012. The study population included 577 patients (predominantly female; mean age 82 years), 301 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: myocardial injury with concomitant percutaneous coronary intervention (pci), stroke, life-threatening bleeding and vascular complications, increased mean gradient, moderate/severe patient prosthesis mismatch, moderate/severe aortic regurgitation, valve-in-valve deployment, and repeat intervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.